Event description:
It was reported that this pacemaker exhibited an alert indicating that remote monitoring (rmd) was no longer available due to limited battery capacity, with an explant indicator displaying a date of (B)(6) 2000. Technical services (ts) reviewed the information and determined this is likely a false positive trigger, potentially related to magnet application during a battery measurement, as the device has not reached the expected elective replacement indicator (eri) threshold. Ts noted that this behavior may be resolved with the applicable software update, which restores full telemetry functionality and the plan is to further evaluate on the next in-clinic visit. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. At this time, this product has been returned and the analysis is being performed.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.